Event description:
Patient called to report that the plastic under the sensor patch gives her irritation and spoke with her medical doctor (md) several times. The md stated to put cortisone cream on the rash. The patient stated the marks are not permanent, but they are red and bumpy and it takes about three weeks to heal. The patient did not make a medical appointment specifically for the irritation or rash due to the device, but mentioned the rash at multiple check-up visits (dates unknown).